Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6 (patient and device code).

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune rp tib base sz 7 por knee tibial tray component; attune fem por cr rt sz 6 knee femur component; attune cr rp insrt sz 6 6mm knee tibial insert component; attune medial anat pat 41mm knee patella component; unknown bone cement.

Event description:
Pain - ongoing anterior and inferior medial knee pain and tenderness. Bone scan does show quite intense uptake under the tibial tray. Tibial tray removed and bone peeled away from tray to indicate fibrous ingrowth only. Tibial tray being sent away for evaluation. Male patient (B)(6). Doi: (B)(6) 2018. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune rp tib base sz 7 por knee tibial tray component; attune fem por cr rt sz 6 knee femur component; attune cr rp insrt sz 6 6mm knee tibial insert component; attune medial anat pat 41mm knee patella component; unknown bone cement.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune rp tib base sz 7 por knee tibial tray component; attune fem por cr rt sz 6 knee femur component; attune cr rp insrt sz 6 6mm knee tibial insert component; attune medial anat pat 41mm knee patella component; unknown bone cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code (B)(4), lot number 8564886 device history review: product code (B)(4), work order (B)(4) was manufactured on 24 jun 2017.17 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.